Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon performed an end to end anastomosis on a laparoscopic left hemicolectomy and the staple line was complete but patient was presented with post op bleeding. It was stated that the staple line could not be seen and there were clots on the staple line. The surgeon had to undo the anastomosis of the first surgery and perform a new anastomosis. The surgeon also had to perform a protection colectomy. The event resulted to unanticipated tissue loss and patient¿s extended hospitalization to more than one week. It was also stated that the patient is stable but waiting for a colon reconstruction surgery.